Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the patient had injected insulin into the abdomen with the bd ultra-fine¿ iii pen needle, the needle was removed and it came loose from the pen. The patient is uncertain if the needle broke off into the injection site or fell on the floor, and reported feeling "nothing different" when going over their abdomen with their hand. A doctor was contacted via phone, and plans to visit the clinic and receive an imaging exam are in place. The following information was provided by the initial reporter, translated from portuguese to english: "he informs that he always used the bd ultra-fine needles, but in this last batch, when applying insulin to the abdomen, as soon as he removed the pen from the region, the needle came loose from the pen. He mentions that he is not sure if he was stuck in the abdomen or fell to the floor, "I think there is an 80% chance that the needle is stuck in my abdomen," said the patient. He reports that he ran his hand over the place but felt nothing different." Additional information: the lot number is 7045772. The customer relates that contacted his medical doctor by cellphone and will go to his clinic to perform image exam. The customer relates that there is no swelling, redness or pain in the local, but still concerned

Event description:
It was reported that after the patient had injected insulin into the abdomen with the bd ultra-fine¿ iii pen needle, the needle was removed and it came loose from the pen. The patient is uncertain if the needle broke off into the injection site or fell on the floor, and reported feeling "nothing different" when going over their abdomen with their hand. A doctor was contacted via phone, and plans to visit the clinic and receive an imaging exam are in place. The following information was provided by the initial reporter, translated from portuguese to english: "he informs that he always used the bd ultra-fine needles, but in this last batch, when applying insulin to the abdomen, as soon as he removed the pen from the region, the needle came loose from the pen. He mentions that he is not sure if he was stuck in the abdomen or fell to the floor, "I think there is an 80% chance that the needle is stuck in my abdomen," said the patient. He reports that he ran his hand over the place but felt nothing different." Additional information: the lot number is 7045772. The customer relates that contacted his medical doctor by cellphone and will go to his clinic to perform image exam. The customer relates that there is no swelling, redness or pain in the local, but still concerned.

Manufacturer narrative:
H.6. Investigation: customer returned (1) open pen needle without the tear drop label, inner shield, or outer cover. Customer states that when applying insulin to the abdomen, as soon as he removed the pen from the region, the needle came loose from the pen. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause: bending/re-straightening mode of failure from the customer. H3 other text : see h.10.